Manufacturer narrative:
No sample has been received by manufacturing for evaluation. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Additional information has been requested. (B)(4).

Event description:
A nurse reported that four ophthalmic forceps were too tight to fit through the entry trocar. Procedure details, patient involvement and patient impact information is unknown. Additional information received confirmed that the tight fit issue occurred during vitrectomy surgery. An alternate forceps was obtained in order to perform and complete the procedure. There was no impact to any patient. No additional information is available.

Manufacturer narrative:
Additional information is provided. The manufacturer internal reference number is: (B)(4).